Event description:
It was reported the screen is cracked and that it takes a very long time to boot up. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) slow boot up. Overlay is cracked.